Manufacturer narrative:
The investigation for the reported aic - controller failure (red alarm) issues has been completed. The impella device has not been returned for evaluation. The cause of the purge fluid leak was not determined as the console and data were not returned for review. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an automatic impella controller (aic) alarm occurred after a pump stopped. There was no reported harm to the patient as a result of the reported issue. No additional information provided.